Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the roller pump had a damaged tube clamp that would not turn. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the tube clamp. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.